Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "0" button on the touchscreen has to be pressed multiple times for the pump to respond. Reportedly, the screen protector is lifting off the screen and may be the cause for the delayed response. Customer declined to perform troubleshooting. Customer's blood glucose level was not impacted.